Manufacturer narrative:
The returned device was evaluated and the investigation identified an exposed needle before opening the pod. Found the pink slide insert partially visible through the viewing window and the linkage assembly did not fully deploy and retract. The linkage assembly fully deployed and retracted upon removal of the top housing. Scoring marks were identified on the inside of the top housing signaling interference with the needle mechanism assembly. Damage was observed on the linkage assembly. The needle mechanism was reset and deployed with no issue during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had worn a pod between 4 and 24 hours their blood glucose level had rose to 300 mg/dl. It was reported that the pods needle had not retracted upon initial activation. The patient removed the pod from the infusion site.